Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is 'anticipated procedural complication¿ as the reported thrombosis is listed as a potential adverse event in the dfu (B)(4).

Event description:
(B)(6) clinical study. It was reported that chest pain associated with difficulty in breathing, myocardial infarction (mi) and stent thrombosis occurred. In (B)(6) 2011, the patient was diagnosed with stable angina and cardiac catheterization was recommended. Subsequently, index procedure was performed. The target lesion was a de-novo lesion located in the mid left anterior descending (lad) artery with 60 % stenosis and was 24 mm long with a reference vessel diameter of 3.0 mm. The target lesion was treated with pre-dilatation and placement of a 2.75 x 28 mm taxus liberté stent. Following post dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2013, the subject presented emergently with chest pain radiating to the right shoulder associated with difficulty in breathing and was hospitalized on the same day. At the time of the event, the patient was not on dual antiplatelet therapy. Aspirin was last taken in (B)(6) 2012 and the study drug per protocol were last taken on (B)(6) 2013. Other antiplatelet medication was taken on (B)(6) 2013. The subject stopped taking prasugrel on her own 2 weeks prior to this admission. Cardiac enzymes were elevated consistent with protocol definition of mi. Subsequently, percutaneous coronary intervention was performed. Coronary angiography revealed, totally occluded at the proximal aspect of the previously placed stent, and at the 2nd diagonal branch artery emanates from the mid aspect of the stent. During cardiac catheterization, a 0.014 high torque floppy guide wire failed to cross the mid lad occlusion and was exchanged for a 2.0 x 15mm unspecified otw semi-compliant balloon catheter. The mid lad was treated with balloon angioplasty, with 0% residual stenosis. On the same day, mi and stent thrombosis were considered resolved without residual effects. Five days post procedure, the patient was discharged on and prasugrel.